Event description:
It was reported that during an unknown procedure, there was a difficulty in removing the device after firing, although the adjusting knob was rotated counterclockwise for 2 revolutions. The device was removed forcibly, so the leak test was positive and additional colostomy was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Is the colostomy temporary or permanent? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: during an open rectum resection, the device was used to anastomose rectum (rb). There was no problem in tightening the adjusting knob, washer breaking sound and creating the donut. There was no problem in staple forming. The adjusting knob was rotated for 2 revolutions and it was moved right and left, but the device could not be removed, so it was removed forcibly. The tissue damaged at that time. Small intestine stoma was created. The patient is stable after the operation.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2022 additional information was requested, and the following was received: when releasing the device from the newly formed anastomosis, was the adjusting knob turned counterclockwise for two complete revolutions? Yes. Please confirm that the user completed 2 full 360 degree turns and not just 2 turns of the wrist. No further information will be available. No further information will be provided.